Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer stated that the alarm occurred when she was given a bolus. The customer was able to complete pump rewind. The customer reviewed alarm history and found that she received 5 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.